Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited noise on the right ventricular (rv) channel. The noise could not be reproduced with pocket manipulation or isometrics. It was noted that the noise was oversensed and resulted in greater than 2 second pauses in pacing. All other lead measurements were noted to be normal. Technical services (ts) recommended a chest x-ray to check for gross lead issues. It was later noted that a revision procedure was performed. The physician alleged a device header issue, although it was confirmed that the device was not implanted sub-pectorally, and there were no visual observations of a header issue. The leads were tested during the procedure and were noted to test okay, thus the physician elected to only replace the device. No adverse patient effects were reported.